Event description:
Customer reported leak at male luer connector which was connected to another set during use on an infant. The leak resulted in backflow of the infant's blood through the set where the blood leaked onto the floor. The backflow was unnoticed for unspecified amount of time with an unknown volume of blood loss. Once discovered, the set was disconnected and the infant was given a blood transfusion.

Manufacturer narrative:
The actual sample was discarded and the lot number was not confirmed. The facility indicates the set may have come from the lot number provided. A companion sample has been sent for evaluation. A follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.